Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer valve and the reference valve to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high ise (ion selective electrode) patient results generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.